Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged and second valve was implanted. It was reported that the patient had a 26 mm valve and a 29 mm valve implanted. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon dilatation was not performed. The transcatheter valve was implanted into an existing surgical valve (manufacturer unknown). The direction of the dislodgement was aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 1-2 mm. A non-medtronic (safari small) guidewire was used during the procedure. Additional information was received that eight days post-implant, an access site pseudoaneurysm without blood supply occurred. No treatment was reported and the patient was discharged home the following the day. Per the physician, the pseudoaneurysm was possibly related to the procedure but not the device. A permanent pacemaker was implanted for an unknown reason on an unspecified date.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.